Manufacturer narrative:
Results eval: smiths medical international's investigation of this complaint was limited as no sample was available for return for analysis. The hosp did not report the incident until 18 months after the event. Investigation of this complaint was therefore limited to the following sources of info: the product instruction for use leaflet; the complaint incident report form; complaint history for this product. A review of our complaints history confirmed this to be the first complaint for the possible two lots involved and the first complaint for potential occlusion of this product. Though, we are sympathetic to the outcome of the event, no evidence exists to indicate product failure in either of the 7.5 suctionaid tracheostomy tubes in use during treatment of the pt. The patency of the tubes was checked on several occasions. In response to the hospital's specific question on potential causes for failing to suction, we can only hypothesize that an incorrect size of suction catheter may have been used, resulting in the caregiver's inability to navigate the suction catheter around the curve of the tracheostomy tube. Owing to the time delay in reporting, the hosp has been unable to answer further questions relating to the size of the suction catheter used to attempt suctioning. This report has been logged for trending.